Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.:returned product consisted of the coyote es balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. When the balloon was inflated, fluid leaked from the distal end of the balloon. Microscopic examination revealed that there was a pinhole in the balloon material at the distal edge of the proximal markerband. The markerband was inspected and there was no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 4 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 4 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported.